Event description:
Additional information from the health care professional reported the systems evaluation engineer team noted the diary was invalid and the therapy use counter was correct. Total percent used was 90%.

Event description:
It was reported there was a loss of therapeutic effect and the patient had a lack of therapeutic effect since at least 2012. The clinician programmer showed the patient total percent use was 90% and the total hours were 5732 since (B)(6) 2014. The program use was 1- 47%, 2-36%, 3-1%, and 4-16%. The primary concern was the daily log was not matching with the therapy use summary. The diary log showed the device was turned off (B)(6) 2014 and not turned back on at all except for on (B)(6) for one day. Therapy use showed the last session on (B)(6) 2014 with total hours used of 5,732. This has been noted as a clinician programmer software anomaly. The device at some point had a power on reset which was reflected by the longevity estimate. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v673557, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 8840, product type: programmer, physician . (B)(4).

Event description:
Additional information reported there was no por that was cleared. The only indication of a por during interrogation was the longevity estimates being based on the new stimulator. Other than the daily diary log/therapy summary discrepancy the device functioned as expected.